Event description:
The manufacturer received information alleging a ventilator inoperative condition had occurred on the trilogy evo device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The manufacturer¿s service technician confirmed the customer¿s issue and observed error codes therapy held in boot monitor, motor shutdown, and active exhalation control module failure in the device¿s event log. The manufacturer¿s service technician replaced the device's system printed circuit assembly (pca) board and blower assembly to address the therapy held in boot monitor and motor shutdown issue. The device's proportional valve and three-way solenoid valve were replaced to address the active exhalation control module failure issue. Additional findings not related to the malfunction/issue were additional error codes, motor controller foc shutdown and motor flux magnitude runtime, that were observed by the manufacturer¿s service technician. The manufacturer¿s service technician replaced the device's system pca board and blower assembly to address the motor controller foc shutdown and motor flux magnitude runtime issues. After all of the parts were replaced, the manufacturer¿s service technician upgraded the software version and performed the final test on the device. The device passed the test.